Manufacturer narrative:
During an internal review it was decided to also report the adverse event under the smartablate¿ system rf generator (us) since the contribution of the clinical user error (incorrect catheter setting selection) to the patient consequence cannot be excluded. On(B)(6)2020 , this customer complaint was identified as needing the event reported under the smartablate¿ system rf generator (us) for which biosense webster inc. Is considered to be the importer for. On (B)(6)2020 , biosense webster inc received additional information about the event. It was reported that the default setting of 4 mm tip was used inadvertently on the generator. The first ablation occurred without issue. The second ablation resulted in an impedance cut off due to a 30 ohm jump in impedance. At that point the bwi representative asked the staff to double check equipment. Staff was asked about settings but staff confirmed that they had the correct settings. The catheter was removed and char was noted. A second catheter was inserted into the patient and at that point, they discovered that the generator was set to the 4 mm non-irrigated setting. They corrected the generator to the appropriate setting. The case was completed without any additional warnings, error messages, or concerns. The patient was discovered later to have suffered a stroke. As such, biosense webster inc.'s reference number(B)(4) now has two reports: (1) manufacture report number #(B)(4) for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) importer report number # 2029046-2020-20004 for product code m490007 (smartablate¿ system rf generator (us))

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient (patient demographics and medical history were not provided) underwent afib - paroxysmal ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident requiring hospitalization. It was reported by the caller that the patient suffered a stroke, but the exact timing of stroke unknown. Caller reports that the physician was made aware of the stroke on (B)(6) 2020, two days post procedure. Caller was made aware of the complication today, (B)(6) 2020. Caller reports that the incorrect setting was used on the smartablate generator. An irrigated thermocool® smart touch® sf bi-directional navigation catheter was used; however, the setting was for a 4 mm catheter. The catheter was removed and char was noted on the tip. A new catheter was opened and used to proceed with the procedure. Power used was between 35-40 w. An impedance spike was noted. On a subsequent ablation, the generator cut off. No issue with patient condition was noted for the rest of the procedure. At the time of the call the patient was still hospitalized ad their status unknown. The event was discovered post use of biosense webster products. In the opinion of the physician the adverse event was result of a combination of events. Intervention was not required at the time of the case. Condition was discovered 2 days following the case and it is unknown whether surgical intervention was required. The patient¿s condition had improved - 90% recovered at time of update but, visual misalignment still present. The patient was kept in hospitalization for several days following the procedure for observation and treatment. The generator automatically cut off and gave high impedance errors following the first 2 ablations. Impedance spike cut off at 30 ohms causing the generator to stop and give an error message. Following the second error the generator was found to be programed for the wrong catheter. Settings were found and the catheter setting to be changed to stsf. After investigation it was discovered that the lab staff programed in the wrong catheter settings. The lab staff programed the generator for a 4mm catheter instead of an stsf, resulting in 2ml of continuous fluid delivery regardless of wattage used. The generator was used in temperature control mode when power control mode should have been used. Temperature warning at 37 degrees and cut off at 40degrees, power cut off at 40 watts. Max impedance cutoff is 250ohms, max impedance spike is 50ohms. The patient was anticoagulated and activated coagulation time (act) of 300 was checked continuously during the case. No ablations were noted longer than 60 seconds. No ablations were noted above 25 grams. Normal heparinized saline used. Carto visitag module was used with the following parameters: respiratory gating, stability 2.5mm for 3sec. Force over time 25% 3gr, tag size 3mm. Color option was tag index (400-550).